Event description:
Customer reported via phone call of a past incident with no delivery which caused high blood glucose. Customer also reported that insulin pump was not correctly recording information in carelink; as a result, customer's healthcare professional recommended that insulin pump be replaced. Customer's blood glucose was 560 mg/dl which were treated with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed functional testings' including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was programmed with multiple boluses and basal rates and monitored. The bolus/basal units were recorded properly in bolus/basal history screen. The daily total were delivered, calculated and recorded properly in daily totals screen. Unit was downloaded properly using carelink pro and insulin units were shown on general reports. No delivery anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.